Event description:
A male pt with a history of ischemic cardiomyopathy, hypertension, dislipidemia, diabetes, smoking, and past history of pci, was admitted for coronary eval. He was currently taking aspirin. Ticlid and heparin were administered during the procedure. Angiography revealed a de novo, concentric, type c, totally occluded (cto) lesion in the mid-rca. The lesion length was 45mm, and the vessel diameter was 3.0 approx 3.5mm. The lesion was predilated with a 2.0 x 20mm balloon inflated to 12 atms for 30 seconds. Two cypher stents were implanted. The first cypher (3.0/28mm) was deployed in the distal segment of the lesion to 16 atms for 30 seconds. Then, the second cypher (3.5/23mm) was deployed (overlapping the first cypher) to 18 atms for 30 seconds. Post-dilation with a balloon (2.0/20mm) was conducted at 10 atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0, and 3 after the procedure. Act was not measured. Thirty-eight months post procedure, the pt presented emergently with acute congestive heart failure (chf). The pt was currently still on aspirin and plavix. The pt was intubated and placed on mechanical ventilation. Heparin was administered. Angiography revealed a new stenosis in the proximal lad. A liberte stent was implanted to treat the lesion. Following stent implantation, the cypher stents in the mid-rca were visualized and a thrombus was observed inside the implanted cypher towards the distal portion of the stented segment. The thrombus was not treated. Anti-platelet therapy was continued. Fifteen days later, the pt was transferred to another hospital for another angiogram. This revealed that the thrombus inside the cypher stents in the mid-rca had fully resolved.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01980 and 9616099-2008-01981. Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product.